Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via manufacturer representative (rep) reported that the wrong device was opened within the operating room. The patient was in the operating room for a change of device. The patient slept with anesthesia and they opened the lodge where the stimulator was but it was the wrong one. They closed the patient and the patient was re-operated 2 weeks with the good implantable neurostimulator (ins). The issue was resolved on december 10th. Additional information received reported that there was no symptoms. Problems of the not good ins was returned and opened by the nurse for the physician. The patient was replaced two days after when the good device was sent. It was reported that the issue was resolved.